Event description:
As reported, per february drift review meeting held on 20feb2026, ihfm r&d is recommending the site to pause use of pa data and is requesting the site to schedule a recalibration. Recal occurred on 16apr2026. A ihfm level of agreements review on 20apr2026 found that there were no post cal flags, the pressure adjustment decrease by 5.318 mmhg and confirmed sensor accuracy.

Manufacturer narrative:
The patient elected to undergo a sensor recalibration via right heart catheterization due to suspected sensor inaccuracy. Suspected sensor inaccuracy or sensor drift is the gradual deviation in pressure readings over time. In this case, the sensor was not returned for evaluation as it remains implanted. The device history record (DHR) for the sensor lot was reviewed, and it was confirmed that no relevant nonconformances were associated with the sensor lot at the time of manufacture. On 2026-04-16 (1147 days from implant), the patient underwent a right heart catheterization (rhc) recalibration. The offset determined during the recalibration fell inside the fluid filled reference measurement error range, thereby confirming that the sensor was performing as expected. As a result, the reported event was not confirmed. The products instructions for use were reviewed and note that endotronix monitors sensor performance over time. When analysis suggests anomalous sensor performance, recalibration using the rhc procedure may be required. If anomalous data is confirmed through the internal monitoring program, endotronix will notify the site. The instructions for use further state that when anomalous readings are suspected, corrective recalibration using the rhc procedure may be necessary. Based on the review of all available information, there is no indication of a design or manufacturing related cause for the event and no further corrective or preventative action is required at this time.